Manufacturer narrative:
There was no product performance issue reported. The procedure was completed; however, due to patient complications the patient died. No further investigation required. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
It was reported that during an implant procedure there were difficulties in using the first introducer (13cm) due to patient anatomy. A different longer introducer was used (23cm) and able to pass the subclavian angle. The implant procedure was completed successfully. After the implant the patient had symptoms and was taken to cardiac surgery where a subclavian vein laceration was discovered. The laceration was stitched up. The patient died following the procedure. The device was discarded. Patient death was on (B)(6) 2023. Other event related to the issue reported: 1035166-2023-00047 addresses the 13cm introducer (same patient).